Event description:
International affiliate reports pt developed an abscess in the aortic valve ring three weeks following valve replacement. Pt was prescribed antibiotics. The pt is expected to undergo another valve replacement surgery when a homograft valve is obtained.